Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump had reservoir lip ring broken and cracked and reservoir is unable to lock in place when inserted into pump. Customer's blood glucose level was 224 mg/dl. It also stated that troubleshooting was performed and insulin pump error issue was remain unresolved. Customer will returned device for analysis.

Manufacturer narrative:
Insulin pump passed unexpected restart error test. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.